Event description:
A patient reported inaccurate low readings on their meter. Medical affairs specialist was unable to reach the customer to obtain more information. Per documentation, customer was feeling high blood glucose symptoms such as frequent urination and drowsiness, yet they were getting readings on their meter in the 40s. Due to the high symptoms, they went to their doctor's office 30 minutes later and the doctor's meter read 341 mg/dl. They were given 10 units of insulin (humulin r). Their doctor also changed their humulin n insulin to lantus. The check strip test passed on the meter. The comparison between the customer's meter and the doctor's meter is an invalid comparison. The case is being reported because the customer was feeling high blood glucose symptoms, but was getting low results on the meter. Their symptoms matched the reading on their doctor's meter and was also given insulin there to lower their blood glucose. A letter was sent to the customer to try and contact them.